Event description:
Healthcare professional reported "rupture, folds, lump and seroma" confirmed via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: lump/nodule: unable to observe. Seroma-late: unable to observe. Rupture: observed an opening and broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wea abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported right side "rupture, folds, lump and seroma" confirmed via MRI. Device was explanted.